Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys pth stat immunoassay result for one patient during inter-operative surgery. The initial result was 14.67 pg/ml and was reported outside of the laboratory. The surgeon questioned this result. The repeat result from a new aliquot of the sample was 109.9 pg/ml which was believed to be correct. The surgeon stopped the surgery for 10 minutes until they received the repeat result for the pth. The surgery then continued and was completed. The patient was currently in recovery. There was no allegation of an adverse event. The reagent lot number was 26050002 with an expiration date of 31-dec-2018. The field service representative suspect a bubble or bubbles were in the original sample after being transferred to the aliquot tube. The customer ran some samples in which she introduced bubbles during pipetting and got much lower results than the samples without bubbles. The customer repeated the questioned sample and received results of 106 pg/ml and 102 pg/ml. The field service representative ran analyzer performance testing which passed, checked alignment of all probes which were acceptable, and checked the bead mixer paddle for straightness. The customer has been running other tests on the instrument without issues. A specific root cause could not be identified. Foam and /or bubbles in the sample were the most likely root cause. Other typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance. The quality control results were acceptable on the date of the event.